Event description:
I have a titanium mesh for hernia repair (2010) lower abdomen. The hernia was the result of surgery to remove my sigmoid colon. Had complications after surgery that required multiple dr visits and test. The following summer, I noticed that while laying in the sun, the area where the mesh was placed would feel very hot (1 piece bathing suit) I would go inside and noticed I would be very red. This summer while burning papers outside, I felt the same heat in the area of the mesh. When I went inside, I found out I was badly burned 2nd and 3rd burns only where the mesh was placed. Under dr care for 10 weeks. I am numb in the area due to my surgery. No other parts of my body was even red much less burned. Does the mesh attract heat.